Event description:
It was reported the pt experienced leg pain post operative after a trial lead implant procedure. A doppler and CT of the spine were done but showed no anomalies. An sjm rep turned on the stimulation which had no effect on the pt. The physician removed the leads and ordered an MRI. The pt reported reduced pain in her leg at her three week follow up appointment. While the pain has improved, it has not completely resolved. Note the pt was implanted with two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.